Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump exhibited inaccurate delivery of (over infusion). No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation. The device's event history log was reviewed and found alarm - loss of power occurred while running. Running three accuracy tests, the pump was found to be slightly over delivering to the manufacturing specifications. It is recommended the expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range with also reinstalling the software due to the power loss. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.